Event description:
The customer stated an architect i1000sr analyzer generated discrepant theophylline results for one patient sample. The architect analyzer generated an initial theophylline result of 115. The next day the patient was redrawn and a theophylline result of 6.38 was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, testing of liquicheck controls, and a search for similar complaints. The original equipment manufacturer performed value assignment testing on the liquicheck immunoassay plus control, lot 40750 with lots 02209i000 and 01109b000. Both reagent lots were tested with two calibrator lots on two different architect instruments using four replicates of each liquickeck levels 1,2 and 3 along with two replicates of each internal control. No testing issues were noted and no erroneous liquicheck values were observed. Tracking and trending found no abnormal activity for the issue under investigation. Specimen handling is believed to be the source of the discrepancy. The investigation indicates that the product is effective and is performing acceptably.